Event description:
At about 9 months and 1 week the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised successfully the cup, head and liner.

Manufacturer narrative:
Batch review performed on 30-mar-2023. Lot 2111802: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2108568: (B)(4) items manufactured and released on 23-sep-2021. Expiration date: 2026-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.